Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an ulcer-like projection (ulp) in the thoracic aorta using two gore tag thoracic endoprostheses (tgt3420/7842908 and tgt3410/06821962). Tgt3410 was implanted proximally and tgt3420 was deployed distally. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, follow-up imaging revealed a minor proximal type I endoleak. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2010, in one-month follow-up study, the proximal type I endoleak remained. Aneurysm diameter was 45 mm. On (B)(6) 2011, in six-month follow-up study, the proximal type I endoleak was still present. Aneurysm diameter was 43 mm. On (B)(6) 2011, a pseudoaneurysm was revealed at the distal edge of the tgt3420. The physician commented that the pseudoaneurysm may have been caused by the tag device. The patient was implanted with additional endoprostheses (manufacturer unknown) to repair the pseudoaneurysm. On (B)(6) 2011, in one-year follow-up study, the persistent proximal type I endoleak still remained. The endoleak was monitored. Aneurysm diameter was 41 mm. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter was 44 mm. Endoleaks could not be identified. In two follow-up studies performed, endoleaks could not be identified. Aneurysm diameter was 43 mm.